Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to reposition the receiver stimulator on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced migration of the receiver/stimulator. Subsequently, the patient was administered oral and topical antibiotics (date and duration not reported). There are plans to reposition the receiver stimulator; however has yet to occur as of the date of this report.